Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior was the intended behavior of the software. The surgeon did post-op scans and could see the tracts from the pci probe, the tracts showed that the probe skewed with each pass from the target trajectory. The surgeon was confident the issue was with the instrument bending and not software accuracy. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the surgeon felt accurate when navigating with the passive planar probe and microscope probe. When switching to the passive catheter introducer (pci) for catheter introduction the surgeon felt accurate on the surface of the brain, but was never able to get cerebrospinal fluid (csf) return from the ventrical even though navigation displayed the catheter in the ventrical. The surgeon said that the approach to the ventrical was at an awkward angle, so it is possible that the pci was bent in its approach to the ventrical. The surgeon could not verify he had placed the ventricular catheter appropriately due to a non-return of csf. He was also unable to place the catheter based off of anatomy. The surgeon did post-op scans and could see the tracts from the pci probe. The tracts show that the probe skewed with each pass from the target trajectory. The surgeon was confident the issue was with instrument bending, not software accuracy. There was a less than one hour delay to surgery.